Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver alarm history was reviewed and revealed a fault code 34. It is possible that this was the alarm experienced by the customer. This alarm can be recorded during an onboard battery exchange while operating the freedom driver only on battery power or if an onboard battery is not fully latched in place. The customer-reported issue of a fault alarm could not be reproduced during investigation testing. The driver passed all incoming functional test requirements and performed as intended throughout an additional 48-hour observation run and a battery discharge/recharge test, without any unintended alarms. There was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.